Event description:
Pt with pain to right knee status post total right knee replacement 1993. To surgery for total knee arthroplasty with cronic synovitis to the right knee. During the procedure it was discovered that the patella button had fractured loose and was free in the suprapatellar pouch area. One small peg was also found and removed. The remaining portion of the large patella was removed. There was a significant amount of synovial hypertrophy and frond formation throughout the suprapatellar pouch, and medial and lateral guttering area.